Event description:
It was reported that xcm biologic was implanted in a pt to bridge a gap I the abdominal wall. An abdominal wall binder was put on the pt at the conclusion of the surgery. Ten days later, hernia recurrence was observed. During revision surgery on (B)(6) 2013, the surgeon observed a tear in the mesh with some amount of the mesh stuck to the bowel. The surgeon removed most of the mesh and reconstructed the abdominal wall with vicryl mesh. It was reported that the pt was doing fine after ther revision.

Manufacturer narrative:
Method: the mesh was not returned. Multiple attempts were made to obtain additional info. No intraoperative photographs are available for review. Evaluation is therefore based on lot history record review and available clinical info. If additional clinical info is provided, a follow-up report will be submitted. Results: use of non cross-linked biologic mesh to bridge a defect in the abdominal wall in a clean-contaminated or contaminated surgical site is described in the scientific literature to be associated with an increased rate of defect recurrence compared to when biologic mesh is used for reinforcement of primary closure. Therefore, the pt's condition is presumed to be contributing factor. However, the exact cause of the tear cannot be determined. No deviations or discrepancies were found in the lot history records that could be associated with the failure mode.